Manufacturer narrative:
(B)(4). G2: japan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that while inspecting their stock, the packaging was found to be damaged. There was no patient involvement. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01802, 0001825034-2024-01803. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. The reported event has been confirmed by evaluations of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.